Event description:
Initial result for a patient sodium was 129 mmol/l. When repeated, the result was 142 mmol/l. The incorrect result was not used to guide therapy. The field service representative found the ise module was defective and repaired the instrument by replacing the module.